Event description:
It was reported that the device had continuious activation and produced a spark. The scope resulted burnt.

Manufacturer narrative:
The reported (arching / sparks) condition could not be confirmed since the unit was not returned for evaluation. The most probable root causes for "energy delivered in incorrect location" condition can be associated but not limited to: air bubble trapped in and distorting the plasma field user error. If the probe rests on or becomes in direct contact with a metal object, electrode or any electrical leads, it will provide paths for high frequency current. When a serfas energy probe is hold close to the scope or any other metal object, the radio frequency path is interrupted and the circuit shorts through the instrument, even possibly causing a spark like reaction which may cause damage to the tip of the probe and deliver energy to an incorrect location or metal instrument. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had continuious activation and produced a spark. The scope resulted burnt.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.